Event description:
It was reported that the unit snapped after it was implanted halfway. The broken piece was removed. It was further reported that a non-stryker unit was used in place of the unit that had broken.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.